Event description:
The user facility reported that a processing cycle aborted due to a fill time alarm. When the operator removed the steris 40 sterilant concentrate cup from the processor, he spilled sterilant onto his arm. The operator reported to the emergency room where his arm was scrubbed and an ointment was applied. The user facility reported the operator's current condition is fine.

Manufacturer narrative:
As the processing cycle aborted, the steris 40 sterilant concentrate cup was partially full when the operator removed it from the system 1e processor. The operator was not wearing gloves, did not use appropriate care when handling the steris 40 sterilant concentrate cup, and spilled sterilant onto his arm. Page 3-4 of the operator manual contains the following regarding handling partially filled s40 containers: "appropriate personal protective equipment (ppe) is required when handling or disposing of partially filled, leaking, damaged, or expired containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The system 1e processor cycle aborted due to a fill time alarm. A steris service technician inspected the unit and determined that the ab, carbon and maxpure filters required replacement and were the cause of the fill time alarm. The replacement of these filters is the responsibility of the customer. The system 1e processor alerts users with a message when filter life is approaching the time when replacement is required. The technician replaced the ab filters, carbon filter, and maxpure filter, tested the unit and returned it to service. No further issues have been reported with the equipment. A steris account manager performed in-service training on (B)(6) 2011 on proper use and operation of the system 1e processor and proper methods for removal and disposal of partially filled steris 40 sterilant concentrate containers.